Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for migration. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient weight was not provided.